Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device was tested on the bench and the cause of the wireless communication issue was determined to be due to premature battery depletion.

Event description:
It was reported that the patient experienced a vibratory alert in (B)(6) 2019 and was advised that the implantable cardioverter defibrillator exhibited low battery. On (B)(6) 2019, the patient presented in clinic for a routine follow up. The device was unable to be interrogated. On (B)(6) 2019, the device was then successfully explanted and replaced due to premature battery depletion. The patient condition was stable throughout the event.